Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported diabetic ketoacidosis and hospitalization. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s mother that on (B)(6) 2026, the patient experienced an increase in blood glucose levels to approximately 498 mg/dl after approximately 1-4 hours of pod wear on the abdomen. The mother further reported that blood glucose did not decrease despite administering a correction bolus dose. Reported symptoms included vomiting, fever, dehydration, and decreased appetite, which prompted the mother to seek medical attention. The patient was subsequently admitted to the hospital and diagnosed with diabetic ketoacidosis. Treatment during hospitalization consisted of intravenous insulin and three different types of fluids. The patient was discharged two days later, on (B)(6) 2026.